Event description:
It was reported to philips that the boom was not working, which can impact geometry movements. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during performing a diagnosis procedure. The procedure was completed in the same room as the issue was related to the monitor support arm brakes. It was reported to philips that monitor support arm was not functioning. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the ceiling-mounted monitor was not movable, the monitor boom was not functioning properly and issue with right side button of the monitor. To resolve the issue, fse removed the switch from handle and removed connector and reattached back to the switch assembly. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system unable to produce x rays issue did not impact the completion of the procedure. The procedure was completed as planned using the same system, with no impact on the procedure and patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.